Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the mechanical base plate fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the lg cable connector fluid damage, the ift buckled, the remote control buttons cracked, the control body corroded, the mechanical base plate corroded, the lg cable connector corroded, the nozzle gluing missing, the remote control buttons cut, the distal body worn out, the operation channel kink, and the remote control buttons misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).